Event description:
It was reported that one day post stent graft placement in the axillary vein via the cephalic vein access, the patient allegedly experienced type iii endo leakage on the stent graft and had worse symptoms such as pain in the right arm. It was further reported that the patient experienced big hematoma around the distal end. Furthermore, surgery was performed to remove the blood clots and during the operation, blood was seen allegedly coming out from the graft. Reportedly, the cardiothoracic and vascular surgeon sutured the graft and stitched the wound, and the stent was remained inside the patient's axillary vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. Photos and videos were provided which show extravasation before covered stent placement, and the placed covered stent without endoleak; however, an endoleak which is associated with the placed covered stent cannot be confirmed which leads to inconclusive results. Based on information available and evaluation of the provided photos and videos, the investigation is closed with inconclusive results. A definite root cause for the issue experienced by the customer could not be identified. The device was used off-label. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. The instructions for use states: "the safety and effectiveness of the device when placed across an aneurysm or a pseudo-aneurysm has not been evaluated". The covera plus vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. The covera plus vascular covered stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post stent graft placement in the axillary vein via the cephalic vein access, the patient allegedly experienced type iii endo leakage on the stent graft and had worse symptoms such as pain in the right arm. It was further reported that the patient experienced big hematoma around the distal end. Furthermore, surgery was performed to remove the blood clots and during the operation, blood was seen allegedly coming out from the graft. Reportedly, the cardiothoracic and vascular surgeon sutured the graft and stitched the wound, and the stent was remained inside the patient's axillary vein. The current status of the patient is unknown.

Manufacturer narrative:
The initial MDR was inadvertently submitted with a g3 date of 10/27/2023. The correct g3 date is 10/05/2023. The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. Photos and videos were provided which show extravasation before covered stent placement, and the placed covered stent without endoleak; however, an endoleak which is associated with the placed covered stent cannot be confirmed which leads to inconclusive results. Based on information available and evaluation of the provided photos and videos, the investigation is closed with inconclusive results. A definite root cause for the issue experienced by the customer could not be identified. The device was used off-label. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. The instructions for use states: "the safety and effectiveness of the device when placed across an aneurysm or a pseudo-aneurysm has not been evaluated". The covera plus vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. The covera plus vascular covered stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. D4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one day post stent graft placement in the axillary vein via the cephalic vein access, the patient allegedly experienced type iii endo leakage on the stent graft and had worse symptoms such as pain in the right arm. It was further reported that the patient experienced big hematoma around the distal end. Furthermore, surgery was performed to remove the blood clots and during the operation, blood was seen allegedly coming out from the graft. Reportedly, the cardiothoracic and vascular surgeon sutured the graft and stitched the wound, and the stent was remained inside the patient's axillary vein. The current status of the patient is unknown.